Manufacturer narrative:
(B)(4). The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Review of the complaint history determined that no further action is required at this time. The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. Per the instrument/provisional use and care package insert instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. From the provided information the root cause cannot be determined. If further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly, zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product has been returned to due to fracture.